Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized with blood glucose of over 236 mg/dl then over 250 mg/dl-260 mg/dl. Customer did not disclose why customer was in hospital but mentioned customer has been having high blood glucose in a hospital setting which was why they are curious about bolus corrections. The insulin pump will not be returned for analysis.